Event description:
It was reported to boston scientific corporation that an advanix biliary stent was being removed during a planned stent removal and endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2012. According to the complainant, the stent had been placed three weeks prior to this procedure. During this procedure, the stent was successfully removed from the anatomy using a snare; however the stent was difficult to remove from the working channel of the endoscope. The scope was removed from the patient to release the stent from the snare. It was reported that the stent was noted to be bent and also seemed inflexible. The ercp procedure was completed by successfully removing stones from the bile duct with an extractor balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The stent was returned for evaluation and visual inspection revealed it to be discolored, likely due to being implanted. The stent was noted to be deformed and kinked. The deformation in the stent is consistent with force being used during withdrawal through the endoscope and the kink is likely due to use of a snare during removal. However, based on the information available, the most probable root cause for the reported bend in the stent cannot be determined. A device history review could not be performed as the lot number is unknown.

Manufacturer narrative:
Patient age and weight are unknown. It was reported the patient was over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was being removed during a planned stent removal and endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, the stent had been placed three weeks prior to this procedure. During this procedure, the stent was successfully removed from the anatomy using a snare; however the stent was difficult to remove from the working channel of the endoscope. The scope was removed from the patient to release the stent from the snare. It was reported that the stent was noted to be bent and also seemed inflexible. The ercp procedure was completed by successfully removing stones from the bile duct with an extractor balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.